Manufacturer narrative:
Device evaluation summary: during the evaluation of the sample discoloration (blue) was observed on the implant shell. Leak test was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary has been updated: during visual evaluation of the device discoloration (blue) was observed on the implant shell. Leak test was performed in accordance with mentor procedures and no leak sites were detected. Additional tests were performed to determine the chemical composition of the blue coloration on the external layer. However, cause of blue coloration was not possible to be determined, it can be presumptive assumed was caused by a dye or colorant. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the saline implant other than sterile saline for injection since this could compromise the product integrity. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient choice. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent an unspecified procedure with saline mentor smooth round moderate profile 325cc breast implants. During explantation on (B)(6) 2019, the surgeon noticed the devices had a blueish color. No other information was provided. This report is for the first of two devices.

Manufacturer narrative:
On 7/15/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device received were identified as lot number 5605830 and lot number 5606145. No information was received indicating which device belonged to the left and right sides. As a result, lot 5605830 will be assigned to this complaint device by default, and lot 5606145 will be assigned to the contralateral side. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).